Event description:
Patient with right lung cancer admitted for mediport insertion. Doctor accessed left jugular for insertion. The catheter tore in half when the doctor tried to remove the guide wire. The tip of the catheter was still attached to the guide wire when a call was placed for a vascular surgeon. The closest was one hour away. An interventional radiologist came to the or and retrieved the tip of the catheter using a femoral approach leaving the guide wire intact for the placement of another mediport.